Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and premature battery depletion. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition post operation.